Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump's usb port does not recognize charger. Customer has to plug it in multiple times until pump begins to charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.